Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay reporter/patient's wife contacted lifescan (lfs) on june 11, 2007 alleging an unspecified error message on her husband's one touch ultra 2 meter. A medical affairs specialist (mas) sent follow up questions and obtained/verified the following information: the wife does not recall which error message her husband received on his ultra 2 meter. The patient has been unable to test on his meter for the past week due to the unspecified error message. The patient continued to take his oral medication on a regular basis. On the evening of 2007, at an unspecified time, the patient fell out of bed and collapsed on the floor and fell unconscious. Reporter did not attempt to test his blood glucose at the time of the event. Reporter treated him with an orange drink and a mars bar and the patient regained consciousness and felt better. The patient does not recall how soon after receiving treatment he regained consciousness. He did not receive further treatment and did not contact his physician for assistance of change his diabetes regimen. Issue was not resolved since the customer care advocate (cca) did not know which error message the patient had received on his meter. The meter was replaced. The last reading the patient obtained on his meter was one week prior, at 10:00 am and obtained a 3.9 mmol/l. The complaint is being reported because the reporter alleged that the patient was unable to test over a week due to an unspecified error message and later became hypoglycemic.